Manufacturer narrative:
.

Event description:
It was reported that the device reached eri. During the replacement, device could not be interrogated. The device was explanted. There were no adverse consequences to the patient.